Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the femoral artery, an unknown guide wire crossed the lesion. During advancement of a 5x60x120 xpert stent system, the stent system became stuck on the guide wire before it reached the target lesion. An unsuccessful attempt was made to withdraw the stent system; therefore, the stent system and guide wire were removed from the patient anatomy as a single unit. A new guide wire was advanced and a new xpert stent was implanted to treat the target lesion and the procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. The patients final outcome was satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.